Event description:
It was reported that post implant the ventricular lead exhibited intermittent capture. The lead was repositioned without any further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.